Event description:
It was reported that the sv300a ventilator exhalation valve was sticking intermittently. The ventilator was tested and it ran on ambient for approximately 2 1/2 weeks. The fse could not duplicate the reported failure. Ventilator was recalibrated and functionally checked. Unit was performing within all manufacturer's specifications. No parts were replaced. There was no information of patient involvement reported, no injuries occurred.